Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., h.6.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contracture grade iii and no rupture confirmed" confirmed via pfn MRI. This record is for a right side. Device remains implanted.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "capsular contracture grade iii" confirmed via MRI and ultrasound. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture a review of the device history record has been completed. No deviations or non-conformances noted.